Event description:
During the transaortic tavr procedure, once the ascendra 3 sheath was in place, the aorta began to tear causing major blood loss. The 23mm sapien valve was introduced and deployed in a 50:50 position with no issues. The tissue of the aorta was friable and tore on the access site, so the surgeon had to do a full sternotomy to stop the bleeding by reinforcing the sutures with felt pledgets. The patient's blood pressure was low (in the 30-40's) for approximately 5 minutes and then she recovered and left the room in stable condition. However, she coded in the ICU and was revived. Per the latest report, the patient was extubated and she was able to move all her extremities and to follow commands.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, per report, the injury was attributed to the patient¿s advanced age and friable aortic tissue. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-01595.